Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the adapter noted that a broken piece of a reload adapter was attached to the distal end of the adapter. There was noticeable deformation at the joint between the adapter body and the proximal cap indicative of the articulation mechanism being out of home position. Functional testing found that the reload was able to be rotated and articulated in all directions without hangups or sluggishness. The adapter was able to be fired, but the firing force was abnormally high. After firing, the adapter was reconnected to the software and no new errors appeared. It was reported that the instrument was locked on tissue, knife blade was difficult to retract, and difficult to unload. The reported issues were confirmed. The most likely cause was traced to the damage to the associated returned reload. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of 'damaged firing rod.' The cause of this condition could not be traced to this device. Another unreported condition was identified of 'abnormally high firing force' that was not related to the reported condition. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Another unreported condition was identified of 'articulation mechanism not in home position.' The most likely cause of this condition was determined to be user error. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia 60 artic med thick sulu - (lot#n5g1558y); sigphandle sig power sigphandle handle - (serial#:(B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastric sleeve, when inserting the adapter with a 60 mm reload, it required extreme leverage. The piece between the adapter and magazine came into contact with the end of the thorax, and it caused the piece between the adapter and reload to break. The broken component disengaged and fell into the cavity, but it was retrieved by a grasper. The surgeon was initially able to operate the powered stapler, and it did cut, but it did not place a row of staples. The surgeon was unable to retract the blade due to a component that appeared to have been broken. The surgeon had to exert extreme force to detach the magazine from the adapter. The surgical time was extended by 30 minutes. The surgeon tried stacking a different powered handle and reloading a few centimeters away, and everything went smoothly.